Event description:
It was reported that a tether set driver tip and c-ring fractured off in the tulip head of the screw intra-operatively. This resulted in a 30-45 minute delay while the pieces were retrieved, but there was no other patient or surgical impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.